Event description:
It was reported that the patient received inappropriate therapy. It was noted that the lead was fractured and noise was present. The lead was cut and replaced. It was also reported that the multiple shocks caused premature battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 6949-58 implanted: (B)(6) 2005; 5076-45 non-defib lead (B)(6) 2005; 4194-78 non-defib lead (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.